Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported noticing that the implant (ins) battery was low today despite the last charge occurring on thursday, when the battery would usually last about one week. Pt denied any recent adjustments or reprogramming and stated that the ins was fully charged again today. During the call, pt unlocked the controller under group a and the settings not available (oor) message appeared. Agent provided education regarding the oor message and instructed pt to switch to a different group. Pt reported having only groups a and b and switched to group b. Pt increased stimulation in group b to 1.2 without the oor message appearing. Agent redirected pt to the hcp for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.